Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2017. (B)(6). The device was manufactured november 7, 2016 - november 8, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A small volume folfusor filled with 5fu (fluorouracil) and nacl 0.9% (sodium chloride) would not flow (no further detail was provided). The issue was noted prior to use on a patient. There was no patient involvement. No additional information is available.